Manufacturer narrative:
The customer's reported condition of overinfusion was not duplicated or confirmed. The device met all specifications for accuracy.

Event description:
Reported the device overinfused during pt use with no pt injury or medical intervention required. Although attempts were made, there was no information available regarding programming, device set-up, medication involved or pt demographics.